Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ineffective therapy. Diagnostic testing revealed high impedance on multiple contacts. Reprogramming was unable to resolve the issue. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced. Post-operatively, the issue was resolved.